Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Suture was just one line,was thinner than before, during surgery, suture ruptured, and t2 can't be deployed. A backup device was readily available. It is unknown if there were any delays. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - one 72201491 ultra-fast-fix needle delivery system device received. The device is one year old. It is used. The depth limiter was returned attached to the needle, and trimmed. T1, t2 were not returned. Partial segment of torn suture was returned separated from the delivery needle. The complaint said: ¿suture was thinner than before, during surgery, suture ruptured¿. This is size 0 blue-white ultrabraid suture. There has been no material change to this product since 2007 introduction. Functional test indicates that the device manually performed as intended. No root cause related to the manufacture of the device can be established. No further investigation is warranted.